Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant antistreptolysin o results from one patient sample tested on the cobas c 503 analytical unit. On (B)(6) 2025: the initial result of the undiluted patient sample was 295 or 296 iu/ml. The first repeat result of the undiluted patient sample was 295 iu/ml. On (B)(6) 2025: the second repeat result of the undiluted patient sample was 308 iu/ml. The third repeat result of the undiluted patient sample was 310 iu/ml. The fourth repeat result from the first module, with the patient sample at 1:5 dilution manually ordered, was 6504 iu/ml with an invalidating data flag. The fifth repeat result from the first module, with the patient sample at 1:5 dilution manually ordered, was 7895 iu/ml with an invalidating data flag. The sixth repeat result from the second module, with he patient sample at 1:3 dilution manually ordered, was 3445 iu/ml with an invalidating data flag. The seventh repeat result from the second module, with the patient sample at 1:3 dilution manually ordered, was 7926 iu/ml with an invalidating data flag. The eighth repeat result from a partner laboratory's c 702 module, with the patient sample undiluted, was 257 iu/ml with an invalidating data flag. The ninth repeat result from the partner laboratory's c 702 module with the patient sample on auto rerun at decreased mode was 7301 iu/ml with an invalidating data flag. The tenth repeat result from a partner laboratory's c 702 module with the patient sample at a 1:50 manually ordered dilution was 16445 iu/ml. The physician questioned the initial result, as the patient's previous results were >6000 iu/ml.

Manufacturer narrative:
Medwatch fields a2 age number and a2 age units were updated. Abnormal aspiration errors were also noted in the alarm trace. Per product labeling, "high-dose hook effect: no false result occurs up to an antistreptolysin o activity of 4000 iu/ml." The investigation determined that the root cause is related to a high dose hook effect, which is consistent with the concentration in the sample being extremely high.